Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(6). The lot number for the returned sample is (18f25b0066). Additional information obtained from a teleflex representative indicates the returned sample is the correct iabc for this complaint. Returned for investigation was a 50cc 8fr fiberoptix ultra (sc) intra-aortic balloon catheter (iabc) without the original packaging. Upon return, the teflon sheath was noted connected to the hemostasis cuff. The one-way valve was tethered and connected to the short driveline tubing. The bladder was fully unwrapped. Dried blood was noted on the exterior surfaces of the returned sample. Some blood was noted within the helium pathway. Upon return, the yellow fos cabling was noted cut near the iabc bifurcate. The remaining length including the fos (sc) connector was not returned with the sample. The bladder thickness was measured at six points with measurements ranging from 0.0060in-0.0071in and was within specification of process docu-ment. The one-way valve was tested and failed. A vacuum was pulled on the one-way valve, and it immediately lost pressure. Dried blood was noted within the one-way valve. An attempt to aspirate and flush the iabc central lumen using a 60cc lab-inventory syringe was unable to be successfully completed due to a blocked central lumen. Upon aspiration, water was unable to be pulled into the syringe. Immediate push back on the syringe plunger was experienced. The blockage was most like-ly dried blood. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the bladder membrane. Under microscopic inspec-tion, abrasions were observed from approximately 12.5cm to 15cm from the iabc distal tip. A full thickness abrasion to the bladder was confirmed at approximately 14.1cm from the iabc distal tip and the appearance was consistent with repeated contact with calcified plaque on the aortic wall. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. Blood clot was exited. An attempt to aspirate and flush the catheter was unable to be successfully com-pleted before inserting the guidewire. Another attempt to aspirate and flush the catheter was successfully completed after clearing the blood clot. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that "iab rupture" is confirmed. The intra-aortic balloon catheter (iabc) bladder had a full thickness abrasion, which caused the blood to enter the helium pathway. The appearance of the abraded area is consistent with repeated contact with calcified plaque on the aortic wall. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bladder leak. The root cause of the bladder leak is related to patient condition. No fur-ther action is required at this time. The complaint will be monitored for any developing trends.

Event description:
It was reported "iab rupture". Additional information states the iab catheter was removed and replaced. No patient injury or consequece reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "iab rupture". Additional information states the iab catheter was removed and replaced. No patient injury or consequece reported. The patient's current condition is reported as "fine".